Event description:
It was reported that externalized conductors were observed via fluoroscopy. Electrical function was tested and no anomalies were detected. Lead remains implanted.

Manufacturer narrative:
No medwatch form was received.